Event description:
The patient contacted animas on (B)(6) 2012 and reported that the audio bolus button was unresponsive for a year. The patient denied damage to the audio bolus button or water exposure. The patient reportedly wore the pump attached to the waist and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the audio bolus button was found to be inoperable. Unrelated to the complaint, the keypad was returned torn on the up and ok buttons. All keypad buttons were responsive and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.